Event description:
Patient required ankle revision surgery.

Manufacturer narrative:
Investigation determined surgical procedure adequate for implant and alignment instructions. Revision procedure performed in 2007 but company (inbone) quality assurance was not informed until 1/17/08.